Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing the anastomosis to tear. The surgeon used a side biter clamp to repair the torn suture. No other pt complications were reported.